Manufacturer narrative:
B4: (B)(6) 2021. Information was received from the biomedical engineer that the navigation ring issue was discovered in the biomedical shop. This is outside of clinical use. The authorized service personnel (asp) replaced the front bezel to address the reported issue. MFR report# MDR-2031642-2021-04372 was reported in error.

Manufacturer narrative:
Report date: 20jul2021.

Event description:
The customer reported a nav ring issue on a v60. When trying to change settings, the numbers would jump around and was unable to make changes. The customer reported that the unit was not in use on patient. The customer contacted product support, and it was recommended to change the front bezel. Further information is pending.